Event description:
Patient's mother reports malfunction with cadd ms 3 pump sn (B)(4), when battery is placed in battery/compartment and battery cap tightened, the pump will not turn on. Requesting replacement for safety purposes. The pump was not in use when this was noticed and there was no effect to the patient. The pump will be replaced.